Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a patient expired during their hemodialysis (hd) therapy. The patient reported to feel some cramping and then went into cardiac arrest. The clinical manager stated that a code was called, however the patient had a do not resuscitate (dnr) order. The patient¿s blood was rinsed back in an attempt to bring up the patient¿s respiratory rate and pulse which were diminished. 911 was called, however the patient subsequently expired. The clinical manager stated that the patient was extremely non-compliant with their fluid intake. Additionally, the patient had a prior history of congestive heart failure (chf). The patient¿s cause of death was cardiac arrest related to the patient¿s non-compliance with fluids and their chf. The machine was removed from service and evaluated per clinic policy. There was no issue found with the machine and no parts were replaced. The machine is back in service without issue. There was no allegation of product deficiency or malfunction related to any fresenius device(s) or product(s).

Manufacturer narrative:
There is a temporal relationship between hemodialysis therapy (hd) with the fresenius 2008t machine and the patient¿s death. However, it is not possible to determine the cause of death with the limited available information. Patients with end stage renal disease (esrd) on long-term dialysis therapy have a very high risk of sudden cardiac death (scd). It is likely that esrd and its consequent influence on the heart, both directly and by virtue of the sudden shifts in volume and electrolytes associated with dialysis therapy, could be the cause for such high risk of scd. Patient comorbidity and history of noncompliance with fluids could have contributed. No product deficiency or malfunction was alleged. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.